Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3889-33 lot# va1br8y serial# implanted: explanted: product type lead h6: evaluation code-conclusion pertains to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she sometimes got poor communication with her patient programmer (pp) with and without the antenna. The patient reported a return of symptoms as well. It was noted that the patient was recently implanted. The patient reported that she still had a thin bandage on. Additional information received from the patient indicated that the return of symptoms was due to the leads moving. The patient mentioned that it was moved to the other side of the hip, and new leads were put in as a step to resolve the issues.